Event description:
Additional information indicates that the patient had a right stump infection from an above the knee amputation that was polymicrobial. Bacteremia with (B)(6) was also observed. The patient was also noted with endocarditis. Moreover, the patient had chronic myelomonocytic leukemia (cmml) with thrombocytopenia and has received platelet transfusion. No additional adverse patient effects were reported.

Event description:
Additional information indicates that the patient had a right stump infection from an above the knee amputation that was polymicrobial. Bacteremia with streptococcus was also observed. The patient was also noted with endocarditis. Moreover, the patient also had chronic myelomonocytic leukemia (cmml) with thrombocytopenia which was not attributed to the device. The patient then received platelet transfusion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was put on intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.